Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, "a black, dust-like" foreign material appeared to be present when attempting to open the packaging of the transverse tunneling tool. A different product was used and a the surgery was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full transverse tunneling tool was returned and analyzed. There was evidence of foreign material within the inner sterile package. The analyst noted the transverse tunneling tool was returned with a opened outer packaging with the used by date of 2026-07-03 and lot number of 102518524. The inner packaging was unopened with the seal intact. There was black colored foreign material in the inner packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.